Event description:
It was reported that the power load trolley was stuck in the transport position and would not unload the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power load trolley was stuck in the transport position and would not unload the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the cot could not be unloaded from the power-load due to a malfunctioning aps. The malfunctioning aps did not allow the trolley to lower the cot fully to take the load off the trolley, causing the trolley to not release the cot in powered mode. It was further reported that the customer was still able to use the device in manual mode.